Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, stress mark. A microscopic analysis was performed which identify crease sharp on anterior side. Based on the device analysis the final assessment is: -a crease sharp on posterior side due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease on the anterior side, and stress marks. Based on the device analysis the final assessment was a sharp crease on posterior side due to fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.